Event description:
A caregiver (the patient's mother) reported observing small areas of black mold growth inside the tubing of the navina smart transanal irrigation system. The caregiver stated that the tubing is routinely left out to air dry after each use. However, due to high humidity in their local environment, mold growth was observed. A photo was provided to support the claim. No harm or injury was reported in connection with this complaint.

Manufacturer narrative:
The affected product's lot number was not provided, and the used device will not be returned for evaluation. As a result, a batch-specific investigation could not be conducted. A review of general batch release procedures confirmed that routine inspections are performed, and no signs of contamination or mold have been observed in released products. The caregiver was provided with a replacement tubing and additional cleaning instructions in accordance with the product's instructions for use (IFU). Based on the available information, the reported issue appears to be related to environmental conditions during post-use handling rather than a device malfunction. The product functioned as intended, and no systemic quality issues have been identified.